Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation on his back. The patient reported that it itches and burns and was a red/purple color. The patient was told to use hydrocortisone cream from his physician. After using the cream, the patient reported that the irritation was able to heal.